Event description:
I saw the report on lasik problems and wanted to share my story. I had lasik eye surgery in (B)(6) 2001. It was the worst thing I have ever done. I did get 20/20 and 20/30 vision that last just under 3 years but I have every bad side effect. Serious dry eye (I'm allergic to the tear-duct plugs), halos, starbursts, double vision, depth perception problems and night blindness. As difficult as those problems are the more serious one was at year three, I started losing my vision. I saw several specialists and was told I'm losing vision at ten times the rate of an average person. No one could tell me what was going on or why. The rate of vision loss has leveled off to a normal rate but I lost all the correction from lasik. My vision changes all the time (even daily) and I can't wear contacts because of the dry eye. I have to get new glasses every year if not more (insurance will only pay for one per year). I regret having the surgery done, it has literally handicapped my vision and activities. I hope my story will help others to evaluate the risk/reward of lasik better.